Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain of his automated peritoneal dialysis therapy. Reportedly, the home patient left the patient line clamp closed during prime. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient was able to prime the instrument and complete therapy. No patient injury or medical intervention was associated with this incident per the home patient.